Event description:
Subsequent to the initial medwatch report the following additional information was received: the arteriotomy site was the common femoral artery. Hemostasis was achieved using manual compression.

Event description:
It was reported that a physician attempted arteriotomy closure of an unspecified vessel after an interventional (carotid) procedure using the perclose at device with a 9f sheath. Reportedly, the sutures came free from the access site when the knot was being advanced. Information provided indicates a second perclose at device was used with the same results. The method of how hemostasis was achieved was not reported. There were no reported adverse patient sequelae. It was also reported that the physician is certified to use the perclose at device by an abbott vascular representative. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was additional relevant information. The other perclose at device is being filed in a separate medwatch report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Without the product a physical examination could not be performed, which limited the scope of the investigation. No determination can be made as to the contributing factors to the reported discrepancy. A suture may come free of the anatomy due to a number of factors including, but not limited to, failure to capture, incomplete capturing, or not capturing the tissue at all during needle deployment. Patient anatomical conditions such as a frail tissue may cause this mode of failure as well. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. It should be noted that the reported use of a perclose a-t device in an artery where a sheath larger than 8 fr was used is not consistent with the instructions for use (IFU). The IFU states: the perclose a-t is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Additionally, two unused representative samples with the same lot number as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No malfunction or abnormal observations were detected. A root cause for the complaint device reported experience could not be determined, based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported.

Manufacturer narrative:
(B)(4).